Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the basal feature did not suspend insulin when the customer experienced a low blood glucose level. Blood glucose was 122 mg/dl. Review of the pump logs by tandem technical support verified that the customer had unlocked the pump screen and turned off the basal suspension feature. The customer did not acknowledge the information and reported the pump was not being interacted with during the time indicated in the logs. Customer does not believe inadvertently turning the feature off and believes that the pump may have malfunctioned. No report of a malfunction alarm, or any alerts/alarms was made by the customer. Reportedly, the customer continued using the pump for continued insulin therapy.